Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for further failure analysis investigation. During failure analysis of the returned psm, engineering concluded that the root cause for the system fault was a defective potentiometer assembly. A replacement potentiometer assembly was installed to resolve this problem. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As a of 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure the customer experienced 20013 faults and resistance in vertical wrist movement. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.